Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a programming error. Fentanyl 2500mcg/250ml was ordered but 2500mcg/50ml was pulled from the adc. The pump guardrails were programmed as mcg/hr however, the pump was programmed by clinician as ml/hr. There was patient involvement but impact was unknown.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported there was a programming error. Fentanyl 2500mcg/250ml was ordered but 2500mcg/50ml was pulled from the adc. The pump guardrails were programmed as mcg/hr however, the pump was programmed by clinician as ml/hr. There was patient involvement but impact was unknown.